Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdorninal aortic aortic aneurysm. Aneurysm and vessel morphology are unknown. Three months post operatively the pt had thrombosis of the stent graft on one side. A femoral-femoral bypass was successfully performed to restore blood flow. No additional clinical sequelae were reported.